Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was given the replaced ICD to take home and he "threw it away." Follow up information received through contact with the physician office indicated that the device was noted to have "malfunctioned." The device was removed and replaced. No patient complications were reported as a result of this event.